Event description:
Dräger received an ufr in which it was reported that the anesthesia workstation failed to provide mechanical ventilation in the final phase of the surgery; it was confirmed that manual ventilation by means of the built-in breathing bag was further possible. As per report, the users replaced the primus ie workstation by a back-up machine; the event did not lead to consequences for the patient.

Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures, and the contact person named in the ufr could not provide further information. A case-specific evaluation and assessment is thus not possible. Dräger derives the following form the limited information: the device would respond to various conditions with a shut-down of automatic ventilation to protect the patient from potentially hazardous output and/or to prevent from serious damages to the ventilator unit. As confirmed for the particular case, the shut-down is accompanied by a corresponding alarm; manual ventilation including gas dosage will further be possible, and the monitoring functionalities remain unaffected as well. The conditions that trigger a shut-down of automatic ventilation are not limited to component malfunctions. For example, a fast and transient rise in airway pressure which may occur when the patient is coughing in a moment the ventilator attempts to apply a ventilation hub may lead to safety shut-down of ventilation to avoid an overpressure. Since it was reported that the issue occurred towards the end of the procedure, this explanation may apply here - patients being in the wake-up phase sometimes have a low tolerance to the strong characteristic smell of the volatile agent. Other scenarios may apply as well - the device is 6.5 years old with unknown state of preventive maintenance. It is thus recommended to the hospital to have the device checked by authorized personnel and to have it repaired if necessary.